Event description:
It was reported that the atrial connector on the external pulse generator was broken. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the atrial output connector was broken and it was therefore replaced. Analysis also found that the upper and lower cases and battery drawer were broken, the battery release, side bail covers, ring cover and keyboard were all contaminated, that the lead flex cover was corroded, the battery contacts compressed, the ring bail bent and the battery drawer o-ring missing. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.